Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jul-2018 with the following findings: during the investigation, a review of the black box showed one power reset event after a cs052/054 alarm on (B)(6) 2018. The battery compartment was also found to be cracked. No moisture or corrosion was observed in the battery compartment. The returned battery cap had stripped threads and was unable to maintain electrical connection. The reported ¿power¿ complaint was duplicated. A test battery cap was able to fit to maintain electrical connection. A test battery cap was used to complete a 24-hour duration test, no power reset events were duplicated during that time. The pump¿s cover was removed, and no evidence of internal moisture or damage to the power circuit was found.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.